Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tidal volume button was moving and has the problem with the outlet connector being loose. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 10-feb-2025. H3: one device was received for analysis. There was no service history review. The customer issue was confirmed as the tidal volume was found to be loose. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.